Event description:
As per report received from the affiliate: the target lesio was the proximal left anterior descending (lad). The lesion was an eccentric lesion. The aha/acc classification of the vessel was a type b2. The target lesion was pre-dilated with a balloon (3.0/20mm) at 12atm for 20 seconds. A cypher stent (3.0/23mm) was implanted at 18atm for 20 seconds and post-dilation was not conducted. The ivus was not conducted. The flow before and after the procedure was 0%. The pt was discharged in stable condition. Two days later, the pt complained of chest pain at night the pt was brought to the hosp emergently. A repeat angiogram was conducted and thrombus was observed in the implanted cypher stent (it was totally occluded). To treat the thrombus, poba was conducted then a driver stent was implanted. The flow post procedure was timi ii. After the pci, improvement in ECG were observed, but max ck was 8577 and myocardial necrosis occurred. The following day, the pt passed away due to cadiorhexis (rupture of the heart wall).